Event description:
Complaint description: a customer reported loss of image after using the scope for approx ten minutes during a procedure. The procedure was completed with a second scope and there were no complications associated with the occurrence.